Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 52 mg/dl. Customer's other blood glucose value was 300 mg/dl and 260 mg/dl. Customer stated after bolus and breakfast the blood glucose gone up to 303 mg/dl. The device will not be returned for analysis.